Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. In the absence of device returned for analysis, a conclusive cause for the reported event could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device after a heart catheterization interventional procedure. Reportedly, the foot deployed in subcutaneous tissue instead of the artery. The device was unable to be removed as the foot was not able to be closed. No tissue damage was noted. The patient was sent to the operating room, the vessel was incised and the puncture site enlarged in order to remove the device. General anesthesia was administered. Hemostasis was achieved via surgical suturing. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.